Event description:
It was observed that during the device evaluation, the flex video scope exhibited objective lens adhesive had peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was presumed that the defect occurred due to stress of repeated use, external factors, or handling. Thus, the device did not satisfy its specifications, confirming the occurrence of the event and a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use in: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device. Correction to h8 for information inadvertently left out of previous report.